Event description:
Covidien received info stating that due to a malfunction of an achieva ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The eval of the device is still ongoing and a conclusion cannot be drawn at this time.

Manufacturer narrative:
(B)(4).